Manufacturer narrative:
(B)(4). Correction number 2531779-03/24/2010-003-r. This report is made based on results of investigation completed on 01/20/2012. The pump has been returned and evaluated by product analysis with the following findings: during investigation, the rewind, load, and prime sequence was successfully completed. Large prime volumes were observed in the history. Loss of prime warnings could not be duplicated during testing. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. The force sensor plate was found to be contaminated. Unrelated to the complaint, the display screen was found to be faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There is no adverse event associated with this complaint. The pump was returned for investigation of loss of prime warnings. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on 01/20/2012.